Manufacturer narrative:
This is the 2nd of 2 reports . Subject device not returned

Event description:
It was reported that the patient underwent uneventful coil embolization to treat the internal carotid artery (ica) with a microcatheter and the occlusion balloon catheter (subject device). One (1) month post-procedure, the patient developed convulsive seizure. Unspecified medical treatment was performed and the adverse event was resolved without any sequelae. The patient was discharged approximately 3 weeks post-adverse event. In the physician's opinion, there is a possibility that the microcatheter or the subject device polymer coating peeled off and migrated to the distal artery possibly causing the convulsive seizure

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. In this case it is possible that the hydrophilic coating peeled during the procedure while pushing the device through a guide catheter, against friction, which consequently led to the reported issue; this however cannot be proven. It was reported that: ¿in the physician's opinion, there is a possibility that sl10's or transform's coating polymer was peeled off and migrated to distal artery and then the polymer might cause the convulsive seizure¿. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that the patient underwent uneventful coil embolization to treat the internal carotid artery (ica) with a microcatheter and the occlusion balloon catheter (subject device). One (1) month post-procedure, the patient developed convulsive seizure. Unspecified medical treatment was performed and the adverse event was resolved without any sequelae. The patient was discharged approximately 3 weeks post-adverse event. In the physician's opinion, there is a possibility that the microcatheter or the subject device polymer coating peeled off and migrated to the distal artery possibly causing the convulsive seizure.